Event description:
The customer was hospitalized for high bgs. It was stated that the dr believes the cause of the hospitalization was pump malfunctioning. In addition, the customer changed the set three times before their admission. Troubleshooting was performed. The programming and histories on the pump were accurate. Instructed the customer to change the set and site as per md protocol.